Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. There was blood on a defibrillation conductor and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. It was also indicated that the mechanical operation of the catheter shaft was bent. A fresh introducer was used to perform a test and the test passed; however the returned introducer has kink in shaft at .2cm from handle and the lead doesn't pass. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead's superior vena cava (svc) coil was damaged during the introducer sheath removal process. The lead had been advanced through a 9 french introducer sheath and upon removal, resistance was noted. The lead was pulled back and the sheath was peeled. It was noted that the svc coil had started to uncoil proximally. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.